Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for the failure to advance and break as no objective evidence has been provided to confirm any alleged deficiency with the catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly failed to advance and broke. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient age and weight were not provided. The patient was reported to be male.